Event description:
It was reported that bd insyte autog bc- no product problem reported, ae only. The following information was provided by the initial reporter: IV infiltrate when the pt (patient) was receiving nafcillin. 04apr2025 customer response. (B)(6) 2025 minimal harm to pt., hylenex given.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Your report that the 22g insyte autoguard IV catheter caused or contributed to the reported infiltration could not be confirmed. One 22g insyte autoguard device was provided for investigation. The IV catheter and needle cover were received positioned over the needle and no evidence of use was observed on the sample. It was reported that the infiltration was detected when the patient was receiving nafcillin, which indicates that the returned catheter was likely not the affected unit. A functional test of the IV catheter revealed no leaks and a microscopic examination of the catheter revealed no damage or defects. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.